Event description:
Degenerative joint disease with acute flareup of the knees. Info was received on 18-sept-2007 from a physician via a rep regarding a female pt. In 2006, the pt received her second injection of synvisc in both knees and returned to the physician in late 2006 for a follow up. She had a significant flareup over the weekend and it was very difficult for her to get around. She tried using ice every hour without much relief. Upon physical examination, the pt presented with significant tenderness and mild to moderate swelling on both knees. She had a limited range of motion from 5 to 90 degrees of flexion of both knees and her muscle strength was limited secondary to pain. The pt was diagnosed with degenerative joint disease with acute flareup of the knees bilaterally. The physician aspirated 25cc of fluid from the left knee and injection 6 mg of celestone. She was to return to the office next thursday for her 3rd synvisc injection. At the time of this report, it was unk if the pt had recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. 6mg injecton of calestone.